Event description:
Information was received indicating that seven days following insertion, the pilot balloon to a smiths medical portex® bivona® adult tts¿ tracheostomy tube was observed to be yellow in color. Subsequently, the tube was changed out. It was reported that the tube had only been used in the past for one month and reprocessed once. There were no reported adverse effects.